Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, stent thrombosis is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that during the patient¿s one year follow up visit, the implanted stent was found occluded in its distal section. The patient had no symptoms and no medical treatment was administered. The physician believed that hyperplasia may be the cause of the stent occlusion.

Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that during the patient¿s one year follow up visit, the implanted stent was found occluded in its distal section. The patient had no symptoms and no medical treatment was administered.